Manufacturer narrative:
Follow up report 002 ref natus complaint# (B)(4). On 09 sept 21 - an investigation was completed on the returned product reference (B)(4) complaint investigation form. See details as below: investigation results: two cameras and one ball head was returned. Ir units that attach to the camera were not returned. Both cameras had the ¼-20 thread mounting holes damaged with stripped threads on both sides. The ball head also showed evidence of the material from the stripped threads present on the mounting threads. Root cause/probable root cause: the threads in the camera mounting hole become stripped when the mating threads are over tightened. They can also become damaged if they are subjected to forces while the connection is loose. Excessive shaking of the cart/camera could cause the camera mounting to come loose. Continuous re-tightening of the camera could eventually cause the threads to strip. Also adjusting the position of the camera would have the same effect as over tightening if the adjustment is done without first loosening the ball head mount to allow proper camera adjustment. Recommended actions: preventative action add loctite or similar thread locker to the camera mounting threads. The mounting of the camera is done in the field so the thread locker would not be able to be applied in manufacturing. Natus could include a small single use packet of thread locker to apply to the threads when the camera is mounted. Ensure users are properly trained on the adjustment of the camera position by loosening the ball head. Engineering change request (ecr#20794) has been released. Engineering change order (eco#38073) has been created to address actions recommended by the engineering investigation report. Per hazard ID 6.4 of doc-(B)(4) - eeg/psg risk analysis, the risk is considered moderate. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per qms-004442 complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Investigation result code (n/a to all qms):neuro sbu/loose component closure rationale:complalint verified, correction deferred to future product release.

Event description:
Videology camera has fallen from a trolley cart. No injuries reported.

Manufacturer narrative:
Follow up report 001 ref natus complaint #(B)(4). Additional information: d4 - the UDI number was populated.

Manufacturer narrative:
Initial report ref natus complaint# (B)(4). Videology camera has fallen from a trolley cart. Client advised no one got hurt luckily the camera has fallen away from the technician this time. Per hazard ID 6.4 of (B)(4)- eeg/psg risk analysis, the risk is considered moderate. Parts to be returned for evaluation. A similar related issue was previously reported ref natus complaint #(B)(4)- MFR report# 9612330-2021-00021. Per complaint investigation results for this similar related issues ref to tpi-1797 it details the following information: investigation results: two cameras and one ball head was returned. Ir units that attach to the camera were not returned. Both cameras had the ¼-20 thread mounting holes damaged with stripped threads on both sides. The ball head also showed evidence of the material from the stripped threads present on the mounting threads. Root cause/probable root cause: the threads in the camera mounting hole become stripped when the mating threads are over tightened. They can also become damaged if they are subjected to forces while the connection is loose. Excessive shaking of the cart/camera could cause the camera mounting to come loose. Continuous re-tightening of the camera could eventually cause the threads to strip. Also adjusting the position of the camera would have the same effect as over tightening if the adjustment is done without first loosening the ball head mount to allow proper camera adjustment. Recommended actions: preventative action. Add loctite or similar thread locker to the camera mounting threads. The mounting of the camera is done in the field so the thread locker would not be able to be applied in manufacturing. Natus could include a small single use packet of thread locker to apply to the threads when the camera is mounted. Ensure users are properly trained on the adjustment of the camera position by loosening the ball head.

Event description:
Videology camera has fallen from a trolley cart. No injuries reported.